Event description:
Healthcare professional reported that the patient wished to have the devices removed due to the "fear for implant-disease". The left side device was discovered to be ruptured during explant surgery. The explanted device was replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "fear for implant-disease"; device discovered to be ruptured during explant surgery.